Manufacturer narrative:
H6 (investigation findings) was corrected based on the received additional information. H6 (investigation conclusions) was corrected based on the received additional information. Replacing the ac power switch bracket at zoll japan service depot did not resolve the reported complaint, and the issue was replicated during further functional testing. Zoll service personnel installed the original ac power switch bracket in a good-known thermogard console, and the system worked as intended. Therefore, it was concluded that the original ac power switch bracket was not defective. During further troubleshooting of the problem, the pic-16 and the input/output printed circuit boards were replaced; however, the reported issue was not resolved. The thermogard console will be further investigated at zoll san jose service depot to determine the root cause of the reported complaint. Zoll san jose has not yet received the thermogard xp ivtm system (s/n (B)(6) for further investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The thermogard console ((B)(6)) was returned to zoll san jose for further investigation. The reported complaint that "the thermogard xp ivtm system powered off unexpectedly" was confirmed during functional testing. The root cause of the reported complaint was the defective power supply due to a defective component, most likely attributed to the aging of the device. The thermogard console was manufactured in october 2015 and is 6 years old, has exceeded its expected service life of 5 years. Upon visual inspection at zoll san jose, it was noticed that the thermogard console was missing the air filter, unrelated to the reported complaint. A new air filter was installed to address the issue. Initially, the event logs could not be downloaded and reviewed due to no power in the returned thermogard console. When the system was connected to a known good external power supply, the thermogard console powered up, and the event logs were able to be downloaded and reviewed. No significant discrepancies or error messages were noted in the event log. The returned thermogard console failed the initial functional test as the system was unable to power up; thus, confirming the customer's reported complaint. The investigation determined that the power supply was defective, and it was replaced to address the problem. In addition, the input/output (I/o) printed circuit board was noted to be an old revision, attributed to the age of the console and unrelated to the reported complaint. The I/o pca was replaced to be more compatible with the new power supply. During service, the low-voltage display head battery was replaced, attributed to the aging of the device and unrelated to the reported complaint. Following service, including upgrading the system labels, the thermogard xp ivtm system passed the functional testing as well as multiple overnight burn-in tests without any fault or error.

Manufacturer narrative:
The reported complaint that "the thermogard xp ivtm system (s/n (B)(4)) powered off unexpectedly" was confirmed during functional testing. The root cause of the reported complaint was the defective ac power switch bracket, most likely attributed to the aging of the console. The thermogard console was manufactured in october 2015 and is almost 6 years old, has exceeded its expected service life of 5 years. Upon visual inspection, no physical damage was observed on the console. The event log could not be downloaded and reviewed due to no power to the system. The thermogard console failed the initial functional testing as it did not power on, and the green led above the power switch did not turn on; thus, confirming the reported complaint. The root cause of the reported complaint was determined to be the defective ac power switch bracket, which will be replaced to remedy the issue. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for thermogard console with serial number (B)(4).

Event description:
Three to four hours after the initiation of patient treatment, the thermogard xp ivtm system (s/n (B)(4) powered off unexpectedly. The customer tried to reboot the system several times, but the attempts were unsuccessful. Subsequently, the customer plugged the console into another power outlet, replaced the power cable, and ensured that none of the fuses were blown. An alternative method was used to continue the patient treatment without a significant delay. No consequences or impact to the patient.